Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump has been excessively alarming no delivery. Customer states that no matter what she tries it does not resolve the issue. Customer reverted to her old insulin pump. Customer's endocrinologist told her to get the device replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. The device was received with cracked case display window corner and cracked reservoir tube lip.